Event description:
Caller reported a pump malfunction with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the caller with this process, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and understood the instructions to call back if the issue happens again.